Event description:
It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown.

Manufacturer narrative:
The lead was returned due to patient deceased. Only the connector portion of a partial lead was returned in one piece for analysis. Electrical testing and visual inspection were normal with no anomalies found.